Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous high rbc and hgb and low plt with no instrument generated flags on the first run of 3 patient samples generated by the unicel dxh 800 coulter cellular analysis system. The customer questioned the results because they did not pass an internal delta check. The erroneous results were not reported out of the laboratory. Printouts were submitted for only one representative patient sample. The other specimen results were requested; however, they were not provided. The sample was repeated on an alternate dxh800 and correct results were obtained. No injury, death or change to patient treatment is associated with this event

Manufacturer narrative:
The sample was a whole blood in an edta (lavender top) vacutainer. The unit currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Raw data was requested but is not available for analysis. On (B)(4) 2011 a bec field service engineer (fse) replaced the diluent and cbc lyse reagents. He blocked the overhead ac vent which was blowing continuous cold air onto the instrument. Recommended scal for hgb issues. Verified the repair per established procedures and results meet published performance specifications. On (B)(6) 2011, per customer, failed on repeatability for hgb [cv=1.78, limit=1.5]. The customer calibrated the unit and cvs were acceptable on hgb and post cal qc was fine. Service was requested to verify hgb precision issues. On (B)(4) 2011, per fse ordered parts [hgb pre-amp, hgb lamp, hgb chamber, and the solenoid responsible for draining the chamber]. The parts were not installed as the dxh 800 was performing within published specifications. The instrument passed all qc. No issues were noted with hemoglobin and hematocrit recovery or flagging. Per conversation with fse (B)(4) 2011: the parts (listed above) were ordered for troubleshooting; however they were never installed as the fse found the dxh 800 to be performing within published specifications. The xb is good for all indices and the dxh 800 is currently performing within published specifications. The root cause is unknown; however, the erroneous results display the typical pattern for poorly mixed specimens.